Event description:
It was reported that during a cholecystectomy, the clip got jammed and could not fire. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2008. Malformed clips. Eval summary: the analysis results for the el5ml instrument confirmed that it was returned non-functional. The instrument was cycled and short fed the remaining clips. The instrument was disassembled and no anomalies were noted with the internal components. No conclusion could be reached as to what may have caused the feeding issue. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.